Event description:
On 2 separate occasions 2 different lpn's had a needle stick exposure after giving an injection of byetta insulin. This occurred on the same resident again on 2 separate occasions. The byetta multi-dose syringe has to have a separate needle attached by screwing it on. After giving injection you must recap the needle in order to remove the needle and then throw it in the sharps container. Upon recapping 2 lpn's had a needle stick exposure. The needle used: bd sterile needle 1.33 mm x 12.7 mm 29 g x ? Inch. Lot # 5228092.